Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. The reason for call was patient stated they never spoke to the representative after the implant to tell them how it worked or how to use the equipment. Patient stated they ended up having seizures after implant and had to be admitted to the hospital. Agent asked if patient had seizures after or during the implant and patient stated it was after they were put in the waiting room that they started to have them so they were admitted into the hospital so they were not able to speak to anyone about it. Patient wanted to have some instruction on using MRI mode. During the call, patient was able to activate and deactivate MRI mode. Patient is conditional full body scan eligible.